Event description:
Reporter alleged obtaining discrepant blood glucose results of 299 mg/dl back to back with a result of 130 mg/dl when testing was performed 2 minutes apart on the advantage system. It was not provided as to whether any actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.